Manufacturer narrative:
No additional information was provided by the (B)(6) hospital. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text: see narrative below.

Event description:
It was reported that patients have blisters post surgery in areas the chloraprep was used. Verbatim: the cvor director contacted me about a subset of her patient populations that has blisters post surgery in areas where chloraprep has been applied. The patients are darker skin tones and seem to be patients that have had multiple procedures. Patients were also either having transplants or redo cv procedure and most seem to be on steroids. The customer is looking for studies on sensitivity and potential corrective measures that they can take. She is very concerned that the measures suggested be supported by evidence based practice

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that patients have blisters post surgery in areas the chloraprep was used. Verbatim: the cvor director contacted me about a subset of her patient populations that has blisters post surgery in areas where chloraprep has been applied. The patients are darker skin tones and seem to be patients that have had multiple procedures. Patients were also either having transplants or redo cv procedure and most seem to be on steroids. The customer is looking for studies on sensitivity and potential corrective measures that they can take. She is very concerned that the measures suggested be supported by evidence based practice.